Event description:
The pulse generator was returned due to the ¿allegation of ¿undersensing¿, which was duplicated in the pa lab. Sense settings one through five were evaluated with a no load and 2k load conditions between out2 and out1. Various sense delay starts were observed (2.2 seconds to 10.2 seconds). The pulse generator was opened. Possible contaminates were observed on the pcb trimmed edge of the pcb (tab removed). With the pulse generator case removed and the battery still attached to the pcb, the supply current off (13.9ua) and supply current off sense (16.3ua) measured at the pa bench were not in specification (high limit for supply current off 5ua and high limit for supply current off sense 8ua). Results of the electrical test show that the pulse generator module failed several electrical tests. After cleaning the lasered edge of the pcb with high grit sand paper and isopropyl alcohol to remove the suspected contaminates, the pulse generator performed according to functional specifications, with the exception of the magnet detection normal and magnet response tests, which are due to the need for updates to the test software. The pulse generator was reassembled (with the original battery, case, and header). Sense settings one through five were re-evaluated with a no load and 2k load conditions between out2 and out1 to determine to what effect the removal of the contaminates from the lasered edge of the pcb would have on the pulse generators sensing abilities. The pulse generator showed no sense delays (2.0 seconds to 2.8 seconds) after the lasered edge of the pcb was cleaned. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until heartbeat synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. The removal of the tab from the pcb during the manufacturing process may have been the contributing factor for the reported allegation of ¿undersensing¿.

Manufacturer narrative:
(B)(4)

Event description:
Previous MDR did not include specific failed parameters. These include the r2 verification, supply current 2ma/normal, supply current off, and supply current off sense. These failures are consistent with the known manufacturing error identified due to the leakage paths on the pcb.

Event description:
The explanted generator was returned as it was not sensing hr. Analysis is underway but has not been completed. Programming history from the date of implant was received. All output currents were programmed to 0 ma. After tachycardia detection was programmed on, sensitivity settings 2, 3, 4, and 5 were attempted (not 1) but only the heart rate value a setting 5 was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an issue detecting accurate heartbeat for the patient with the new 106 device. Pre-operating programming and diagnostics were within normal limits (2080 ohms). Electro cautery was removed prior to generator insertion into the pocket. When heartbeat detection was attempted, patient¿s accurate heart rate was not obtained. All 5 settings (1-5) were attempted with two separate programming systems. Both systems detected an inaccurate heart (40-50 beats higher than actual hr) and at times did not sense at all with ¿??????¿ while the patient¿s actual heart rate was 81 according to the heart rate monitor in the or. The surgeon was not touching any part of the system that could have given an inaccurate reading. The batteries in both wands were confirmed to be good with green light lit for >25 seconds. Emi was also ruled out and it was ensured that the generator in the pocket and lead were not touched or moved. Due to these issues, another m 106 device was opened and implanted. Diagnostics were performed and were within normal limits. Accurate heartbeat detection was successful with this second generator at sensitivity setting of 3. Diagnostics were again ran with the 2nd programming system and were within normal limits. Additional information was received that the output current for auto-stimulation programmed off while attempting to detect heart rate with the first generator. Both programming systems were unplugged from the wall outlet prior to use. Both programming systems were confirmed to have been working properly. A pre-surgical evaluation was not completed due to patient's presentation. A pre-surgical evaluation could not be performed during a follow up appointment as the neurologist office does not have an EKG machine. The suspected generator is expected to be returned but has not been received to date.